Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with a non boston scientific right ventricular (rv) lead, exhibited a sudden rise in pace impedances from the 500-ohms range to out-of-range pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were stable in the 40-50 ohms range. Prior to and since then, there were numerous false episodes of no therapy and 1 burst of anti-tachycardia pacing (atp) due to oversensed noise. The atp did not appear to have capture. It was noted that the patient was not pacer dependent an underlying rhythm was observed. Technical services (ts) discussed troubleshooting options including pocket manipulations, isometrics, and possible x-rays. Additional information received reported that the rv lead was surgically abandoned and replaced. It was noted that the ICD was explanted and upgraded to a device with an updated header. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with a non-boston scientific right ventricular (rv) lead, exhibited a sudden rise in pace impedances from the 500-ohms range to out-of-range pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were stable in the 40-50 ohms range. Prior to and since then, there were numerous false episodes of no therapy and 1 burst of anti-tachycardia pacing (atp) due to oversensed noise. The atp did not appear to have capture. It was noted that the patient was not pacer dependent an underlying rhythm was observed. Technical services (ts) discussed troubleshooting options including pocket manipulations, isometrics, and possible x-rays. Additional information received reported that the rv lead was surgically abandoned and replaced. It was noted that the ICD was explanted and upgraded to a device with an updated header. No adverse patient effects were reported.